Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and selftest. No heating up of device anomalies noted during testing. Device received with high sleep current measurement, high active current measurement and pump error 4 was present in the device trace download due to corrosion on electronic board stack. Device received with cracked battery tube area. Moisture damage on motor assembly and corroded force sensor assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the insulin pump had the motor arm cannot communicate with the main arm. Customer's blood glucose level was 301 mg/dl at the time of incident. Customer was unable to clear the alarm anymore. Customer also stated that the back of the insulin pump was overheating. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.